Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they received an alert that the ccgm reading was low (less than 40 mg/dl). The patient did not experience any symptoms and did not take any fingerstick measurement. She called the emergency line for her doctor's clinic in and informed the nurse of her situation. The nurse advised the patient to drink some milk with 2 teaspoons of sugar. The cgm reading went up to 40 -41 mg/dl after drinking the milk. Since the readings were not increasing as expected, the nurse advised the patient to go to the emergency room. The patient and her husband went to the emergency room. A bg reading was take upon arrival, the bg was 300 mg/dl, and her cgm reading at this point was 41 mg/dl. The patient was still not experiencing any symptoms. There were no treatments given to the patient and no diagnostics were taken for her diabetes. The patient did mention she has asthma and was put on oxygen and had an EKG for her heart. She was admitted and observed for 2 days. Prior to discharge the bg was checked and was 132 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. No additional patient or event information is available.